Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer was treated with manual injection. Customer did not allege insulin pump for under delivery. Customer stated that the cannula bent. Customer stated that there was no air bubble and leak. Customer did high pressure test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.